Manufacturer narrative:
(B)(4). Meter and test strips were returned for evaluation. No defects were found. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer condition improved - able to make contact with customer and stated that condition improved.

Event description:
Consumer reported complaint for erratic results accompanied by symptoms. The customer is concerned with tests results from results obtained of 341 and 315mg/dl. The expected fasting blood glucose test result range is 100-130mg/dl. The customer did report symptom of feeling dizzy. Medical attention is reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a back to back blood test was performed by the customer and produced test results of 287 and 305mg/dl fasting using meter. The test strip lot manufacturer's expiration date is 3/21/2020 and open vial date is one week ago. The meter memory was reviewed for previous test result history. (B)(6).